Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of a broken connector and additionally noted that the battery drawer would not open when the eject button was pressed, the hanger was broken, both wires on the liquid crystal display were pinched and the wires exposed and two case screws were contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's connector had broken plastic. The generator was returned for service. There was no patient involvement.